Event description:
It was reported that the stored data showed the patient was in some sort of atrial arrhythmia due to the irregular ventricular response during the three episodes. It was noted some of the rates looked non-physiologic. No change in programming was made to the low amount of this type of rhythm. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5034 implantable pacing lead 1998 (B)(6). (B)(4).